Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Visual examination of the explanted shell suggested that poor bone integration and loosening of the component may have occurred. A radiograph taken 1 year and 1 month after the primary surgery showed the presence of radiolucency around the acetabular shell and a higher inclination angle than recommended in the surgical technique. The e1 liner showed numerous scratches of the bearing surface and rim, likely caused by an instrument during revision. Lighter scratches nearer to the pole of the e1 liner may have been caused by third body particles, such as fragments of bone, although this could not be confirmed with the information provided. The exact root cause could not be determined from the information provided in the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement procedure, subsequently, the patient was revised due to femoral shell loosening.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement procedure, subsequently, the patient was revised due to femoral shell loosening.